Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date estimated. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that this was a venotomy closure of a right common femoral vein using a perclose device after an interventional supraventricular tachycardia ablation procedure. The closure was successful, and hemostasis was achieved with the perclose suture. The patient was discharged. Reportedly, post procedure, a couple days later the patient had symptoms of deep vein thrombosis. The patient went to a different hospital, and it was identified by an interventional radiologist that the patient had focal stenosis in the vein. Treatment of the dvt was a thrombectomy and angioplasty. Patient is on blood thinners. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The patient effect of thrombosis is listed in the electronic perclose the prostyle instructions for use as a potential adverse event associated with use of the suture mediated closure devices. The subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.